Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling and maintenance, which is also classified as misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the housing was damaged and the motor had seized, was jammed, moving heavy and blocked on the compact air drive device. It was further determined that the device failed the following pre-tests: general condition, attachment coupling, attachment coupling with attachments, reverse locking mechanism, function of soft mode switch, triggers for fwd / rev mode, untrue running, excessive noise, starting behavior and power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.